Event description:
It was reported that the patient the patient was 'not too pleased' with the device. The reporter stated that it helps some, but did not last. It was reported a week later that the patient experienced a shocking or jolting sensation. The reporter stated that the stimulation was 'too high and felt like shocking/jolting and it hurt.' It was noted that the patient adjusted his stimulation to program 1 and 1.9 volts, which 'felt good.' The reporter also stated that when he saw his health care professional, 'they could not adjust stimulation properly and it was shocking,' so the patient 'had to do adjustment himself.' It was later reported that the patient still had concerns regarding the device or therapy and had not sought further help. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID neu_unknown_prog, product type programmer, physician; product ID 3889-28, lot# v952319, implanted: (B)(6) 2012, product type lead. (B)(4).